Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported starting treatment in 2024 and the aligners have been damaging the teeth more than helping. The aligners have chipped the teeth and hesitant to continue treatment due to recent safety notifications.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.